Event description:
Cataract with iol implant right. Upon implantation surgeon noted small plastic appearing beads attached to lens and pkg. Surgeon was able to implant lens without difficulty. Pt progress at 1 week post-op is satisfactory with no adverse outcome.